Manufacturer narrative:
Height: (B)(6) inches. Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she removed the wafer she had cut to fit and applied earlier and noted a small area where the wafer had etched into or cut her stoma on the distal surface of stoma adjacent to skin. According to the end user, the wafer was not as flexible as previous competitor's brand.